Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the alyte® y-mesh graft may include, but are not limited to those typically associated with surgically implantable materials including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)." 1994, 1928 = "l"; 2348, 2993 = "nl".

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced severe debilitating pelvic pain, somatic dysfunction of the pelvic region, injury to nerve, poor ability to perform activities of daily living due to pain, especially bending, myofascial dysfunction evident in suprapubic region as well as abdominals along colon pathways, bilateral sacroiliac joint arthropathy, bilateral lumbar facet arthropathy, issues regarding pelvic sling, complications of mesh surgery, back pain, sciatic irradiating pain, leg pain, vaginal pain, retropubic pain, recurrent stress incontinence, mild cystocele, mild rectocele, bowel adhesions and mesh that was intertwined with the colon and segment of small bowel, muscle spasm, difficulty walking, recurrent prolapse, inability to sit or stand for a prolonged period of time, pain radiating to legs, urge incontinence, nocturia, enuresis, straining, pad use, vaginal splinting to defecate, urinary tract infections, vaginal infection, disability, minimal urethral hypermobility, pubic bone pain, required multiple nonsurgical and surgical interventions, and placement of an unknown product on (B)(6) 2016.